Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: there were 2 investigations completed during this period and in both the products were returned. Breakdown of 2 investigation are as follows: lens cut 1. Lens cut, cosmetic 1. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: the events were reported as cosmetic. Serial numbers of suspect products: (B)(4). This report is being filed on an international device; tecnis® toric optiblue® iol, model zcv150 that has a similar device, zct which is distributed in the united states under PMA p980040. Investigations are pending from period. The review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events was related to lens damaged. There were no patient injuries reported associated to the events.